Event description:
Device 2 of 2: reference MFR. Report: 1627487-2012-08227: it was reported the pt experienced pocket heating during charging. Red areas and red streaks were noted on the skin around the ipg site. The pt also noted heat on the ipg site when the simulation was turned off. Follow-up indicated the pt experienced pain at the ipg site and down the leg. The ipg was unable to communicate with the charger. The ipg felt deep and was unable to communicate with the chargers. The pt is scheduled for a revision. No further information is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: corrective and prevention action (CAPA) investigation was performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.